Event description:
The patient's spouse phoned to ask if any of patient's implants had been recalled. Patient received a j&j total knee and has had pain and swelling since the first day. Spouse said when patient bends the knee it sounds like raw spagetti cracking.